Event description:
On (B)(6) 2012, the patient contacted animas, alleging the keypad buttons were intermittently unresponsive. The patient denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump in a case in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. The keypad was found to be worn, which has no effect on insulin delivery. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive; the down arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dimmed and faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.